Event description:
The balloon would not inflate. The iab was exchanged. There were no reported pt complications.

Event description:
It was reported that the balloon would not inflate. The iab was exchanged. There were no reported patient complications.